Event description:
On (B)(6) 2011 customer reported a fluid leak inside of the hydropneumatic system of the dxc 600 pro. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) called the customer on (B)(6) 2011 and was informed that there were no leaks later in the night shift and at this time. Customer stated that all calibration and quality control results were okay and within the set ranges. No site visit was needed. No further hydro leaks have been reported.

Manufacturer narrative:
Customer reported that the leak had stopped and calibration and quality control were within range. No further leaks were reported by the customer. Beckman coulter identifier for this report is (B)(4). Customer stated the leak had stopped.